Event description:
The lay user/patient contacted lifescan alleging that the power button on onetouch ultralink meter does not work, which was unresolved with troubleshooting. There were no allegations of harm or injury.